Event description:
False positive on quidel quickvue at-home otc covid-19 test. Faint red "test" line appeared but same person was negative on a binaxnow (abbott). This has happened twice with this quidel product and colleagues (I'm a virologist) have reported that quidel's rapid antigen test gave them false positives too, which were confirmed negative by pcr.